Event description:
It was reported that a gliding nail implant broken in a case in another country. "As [a] reason for the breakage, pseudo-arthrosis/non-union is assumed." No additional details are available at this time.